Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient experienced an erosion at the cuff site that led to the removal of his previous artificial urinary sphincter. The dates of diagnosis and removal were not provided. After the erosion healed, the patient came back for the re-implant of a new aus. The patient fully recovered and had a good outcome following the procedure.